Manufacturer narrative:
Other applicable components are: product ID 3889-28, lot# va17lhu, product type: lead.

Event description:
The manufacturer representative (rep) reported that are currently in the operating room implanting a new lead and implantable neurostimulator (ins), and that they were getting motor response at 2.5 but a high impedance reading. It was stated that the lead implant went smoothly, but the impedances were retested at 3.2v/210pw with the following results. C2 , 02, 12, and 23 > 4k ohms. At 3.5v/360pw the patient's toes were flicking but all contact pairs were high impedance except c0 and c3 within normal limits. Stimulation was decreased to 2.0/360pw and all contact pairs were > 4k ohms with no toe flicks. At 3.5v/210pw electrode 01, 02, 03, and 12 all showed > 4k ohms. The healthcare provider (hcp) removed the lead and wiped it down about 8 times. The rep indicated that it appeared electrode 2 either on the lead or ins appeared to be caught/difficult to advance, and that the lead is staying in "play" in the ins when a slight tug on the head. The hcp then replaced the ins with some response, and it was stated that the lead was now going to be replaced. Follow up information received from the rep reiterated that electrode 2 appeared to be caught and the lead was not making contact with the ins header block. It is unknown what cause the high impedances, but the rep feels as though it was most likely due to the lead not lining up with the header of the ins. Indication for implant is unknown.